Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evaluation. Customer has confirmed that they have cross checked this unit with another good known blower and problem is resolved. Log file analysis tool and screen shot of service screen were utilized to confirm the issue. Our investigation revealed a faulty blower causing the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 ventilator getting technical failure 401 - inspiration valve or device leaky alarm during setup prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.